Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ pain: unable to confirm as it is a medical event not related to the device. ¿ cyst: unable to confirm as it is a medical event not related to the device. ¿ lump/nodule: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ yellow particles observed in the surface of the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "pain". Healthcare professional reported lobulated cyst, and "slight hypoechoic thickening of the fibrous capsule". Healthcare professional additionally reported capsular contracture, baker grade IV. The device has been explanted.

Event description:
Patient reported right side pain, cyst, "small inframammary lymph node," and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side "pain". Healthcare professional reported lobulated cyst, and "slight hypoechoic thickening of the fibrous capsule". Healthcare professional additionally reported capsular contracture, baker grade IV. Device remains implanted.